Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient experienced non specific signs of bruising or infection at the device pocket site. The hcp indicated the pump may have been a little superficial and planned to implant the device deeper. The hcp noted that the device had eroded through the skin and presented with a staph infection. The device was explanted first and the leads explanted at a later date. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.